Manufacturer narrative:
The hill-rom technician found three brake casters and one steer caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unknown if the facility performs preventative maintenance on this bed. The technician replaced the three brake casters and one steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account on the 2nd floor. There was no patient/user injury reported.